Event description:
During an in clinic follow up, a loss of capture was observed on the right ventricular (rv) device. Reprogramming was performed to resolve the event. The patient however, stayed in the hospital for further monitoring and cardiac testing as they are pacemaker dependent. The patient was stable following the reprogramming.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.